Event description:
It was reported during a therapeutic laser lithotripsy procedure, when the customer looked back , found a spark coming off from the fiber. The fiber found to be broken at the base of the hub where it connects to the laser. The device was replaced. The intended procedure was completed using a similar device and with no patient harm or injury reported due to the event. No user injury reported. This event includes two reports (one for laser fiber and one for the soltive laser system). Report with patient identifier (B)(6) (laser fiber). Report with patient identifier (B)(6) (soltive laser system). This report is for patient identifier (B)(6) - laser system.

Manufacturer narrative:
The laser system was not returned for evaluation. Communication with the customer representative conveyed that the laser system is not returning as nothing wrong with the laser system and no damage noted on the device. According to the representative the issue was found to be on the fiber being used with this laser system. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. The event can be prevented by following the instructions for use (IFU) which state: "caution should be used when operating this instrument as the laser radiation is capable of melting, burning, or vaporizing materials." Olympus will continue to monitor field performance for this device.